Event description:
While gathering information for a study, the surgeon was made aware of 3 events that occurred 4 to 7 days post a da vinci s tors procedure where the patient expired secondary to complication related to their cancer. Several attempts have been made to gather additional information without success. For these similar events, please see MDR's 2955842-2010-00461 and 2955842-2010-00462.

Event description:
On (B)(6) 2011, the initial reporter provided additional information related to this event. He advised that the patient had a history of pulmonary and cardiac problem to surgery and refused a tracheotomy post da vinci s partial laryngectomy procedure. The patient expired approximatley 1 month post op secondary to a pulmonary infection due to the aspirations. The initial reporter advised that the patient's death was unrelated to the da vinci s surgical system.

Manufacturer narrative:
The surgeon has indicated that the patient's death was unrelated to the da vinci s surgical system. Based on the information provided, it was determined that the da vinci s surgical system worked as intended and no system malfunctions occurred. As of october 22, 2010, no similar instances of this event have been reported to intuitive surgical. A follow-up medwatch report will be submitted if additional information is received.